Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a no delivery alarm during the basal and bolus process. They used 2 reservoirs from different lots but they still had the same issue. The customer's blood glucose level was 256 mg/dl. They were advised to push insulin manually with reservoir plunger. The customer stated it was not possible. The product will not be returned for analysis.